Event description:
Healthcare professional reported right side exchange from textured to smooth due to "concern with the product", "increased pain and tenderness", "moderate amount of serosanguineous fluid", and "double capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, crease fold, opening on posterior and brown particles in the shell. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior. Base on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.